Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, even if they turned the handle, it was not fixed and it slipped. The procedure was completed without any problems using a spare product. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The lot # 25148466 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned for evaluation on 02/23/2021. An investigation was conducted on (B)(6) 2021. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. Based on the returned condition of the device, the reported failure "positioning failure" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, even if they turned the handle, it was not fixed and it slipped. The procedure was completed without any problems using a spare product. The hospital did not report any patient effects.